Event description:
It was reported that a user of the ilet experienced hyperglycemia, with blood glucose rising from a normal value to a peak in the 360s, then trending down after guidance to allow the system to correct and after a subsequent supply change with insulin delivery resumed. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization, and glucose returned to the user¿s normal range, with subsequent readings improving. Investigation included troubleshooting assistance, education on allowing automated correction, and a guided supply change. Investigation of this case revealed that the device resumed insulin delivery appropriately after the supply change and glucose values declined thereafter, though the precipitating cause of hyperglycemia was unclear. It was concluded that hyperglycemia occurred with cause unclear and that the device functioned as expected following the supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.